Event description:
It was reported that the wake button was sticking. Customer's blood glucose level was not impacted. Customer applied more force to the button to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.